Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2024-01906. It was reported that patients system was auto reducing, patients leads had high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.